Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/16/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional reported left side rupture. Device has been explanted.